Event description:
It was reported that a minimum fill notification occurred during the load sequence. During troubleshooting with tandem technical support (tts), it was found that customer was attempting to reload a cartridge that contained less than the minimum required amount of insulin. Tts educated customer that a minimum of 80 units is recommended when reloading a cartridge. Due to the delay in therapy, the customer experienced an elevated blood glucose (bg) level that was displayed as "high", although a specific value was not provided. Customer addressed bg with a correction injection, and loaded a new cartridge to resolve the issue.